Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that while setting this unit up the mean airway pressure was turned from 40 to 30 and the unit dumped pressure and stopped oscillating. The mean airway pressure was then set at 27 and turned it up to see when it would alarm, and did not alarm until it reached 40. When turned down to as low as 20 it would not alarm. There was no patient involvement in this incident.